Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "there was a nurse programming error on a sapphire device that had a critical patient involvement. It was fentanyl that was being infused and there was an error in cca selection. The patient required extra monitoring. There was an over delivery of medication. Treatment settings: pump was set in the "anesth/or" cca diluted amount: 250; drug amount 25; drug unit: mcg; drug: fentanyl; rate: 100ml/hr; vtbi: 24oml (nursing under programs total bag volume so the bag doesn't go dry); time: 05:11am; mode:continuous; what was the initial bag volume? 250ml is the standard volume for this medication. Deviation between the programed and actual given treatment: the medication was infused at a rate of 100ml/hr rather than 0.4ml/hr staff nurse did not change the pump to the correct cca before programming the pump. Because the correct cca was not used, the concentration of medication was not available for the nurse to select within the drug library, therefore, there were no safety settings in the open-ended selection used to program the infusion. Is the vtbi different? No. What is the deviation between the programed vtbi and the actual volume left? None. Was the pump placed in a backpack during the treatment? No. There was not a functionality issue with pump during the incident. Death/serious injury: no. Human harm: no."